Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: device name# trident pfanne (shell); cat# unknown; lot# unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
Broken hip prosthesis. The revision of the hip took place today.

Manufacturer narrative:
Reported event: an event regarding disassociation and crack/fracture involving an accolade stem was reported. The event was confirmed via device evaluation. Method & results: -device evaluation and results: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn and a piece has fractured off at the point of wear. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the head from the stem caused by trunnion wear. The event was confirmed by device evaluation whereby visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken hip prosthesis. The revision of the hip took place today.